Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse was able to replicate the reported issue and replaced the integrated electrosurgical generator unit (iesu) to resolve it. The system was tested and verified as ready for use. Isi received a da vinci product to perform failure analysis. The iesu was analyzed and tested in normal mode with an in-house system. Failure analysis investigations confirmed and reproduced the reported failure (monopolar 4 socket failed instrument detection).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar energy was not working. The customer observed a question mark displayed on the integrated electrosurgical generator unit (iesu) monopolar instrument arm indicator. The customer replaced the monopolar cord and tried both monopolar ports, but the issue persisted. The intuitive surgical, inc. (Isi) technical service engineer (tse) suggested replacing the cords again, but the customer discontinued the use of monopolar energy. There were no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with the same iesu. The site used bipolar energy to complete the procedure.